Event description:
It was reported that pump experienced malfunction with malf 0 displayed. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, confirmed that malfunction did not recur after reset, and was advised to continue using pump and call back if malfunction appeared again.